Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
A problem was reported. Patient reported a different patient who experienced withdrawal if not refilled every month. Patient outcome not reported. Unknown drug in the pump. If additional information becomes available, a report will be provided.